Event description:
3b medical, inc., dba react health (3b), received a complaint from a durable medical equipment (dme) provider alleging that a patient reported a ¿sewage smell¿ and ¿plastic balls¿ coming through the tubing of her device. The patient stated she had been coughing frequently over the previous two weeks and that, periodically, hard white plastic balls or particles would come up in her throat. The patient discontinued using the device and was issued a loaner CPAP. 3b performed an evaluation of the device. The device was fully tested and found to meet all specifications; no abnormalities were observed. 3b also downloaded the device¿s electronic records for analysis but found no anomalies. Because the device was not returned with its water chamber, the chamber could not be checked for potential debris. 3b did not observe any evidence of ¿plastic balls¿ in the device. Ultimately, 3b was unable to identify any issues with the device that may have contributed to the patient's alleged cough, nor was it able to determine the source of the alleged smell or the ¿plastic balls.¿ based on the information available, the cause of the reported issue could not be determined.